Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an alert from his device and came to clinic as a manual merlin@home transmission was not possible. In clinic, the device was found in back up vvi mode from which it could be restored to normal functions. The patient was given a new transmitter and was sent home. His condition was stable and unaffected by the event.